Event description:
Subsequent information received indicated that the noise and oversensing was resolved after the rate response sensor was toggled on and off for three times. The rate sensor was left turned off. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the oversensing of noise represented itself over two years later. The oversensing led to pacing inhibition with asystole greater than two seconds. The noise was able to be reproduced with isometrics. A fracture was suspected, but not confirmed. Subsequently a revision procedure was performed where the right ventricular (rv) lead was surgically abandoned and the cardiac resynchronization therapy defibrillator (crt-d) was explanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited intermittent noise and oversensing. Numerous episodes with noise have been stored in the logbook. Subsequent information received indicated that the patient has a respiratory sensor. The noise was able to reproduced, but not consistently, with toggling the respiratory sensor on and off. The respiratory sensor was turned off. Further, it was indicated that one episode of noise resulted in pacing inhibition with asystole greater than 2 seconds. Additional information indicated that the patient is scheduled for a follow up in a month. The system remains in service. No adverse patient effects were reported.